Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump battery was not lasting. Customer replaced the battery, but issue was not resolved. Customer received replace battery now alarm. Troubleshooting was performed; however customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer reported replace battery and power loss alerts. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken left belt clip rail. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" alerts were noted during testing. Thus software was utilized and uploaded trace/history files properly. No insulin pump error alarm was noted during testing; however, it does occur in the power management graph, and the adapt tool indicates that it occurred on (B)(6), 2022 @ 22:00:00, and on (B)(6), 2022 @ 01:00:00 & 01:10:00. The adapt tool lists the following battery related alerts/alarms around the event date: 73=change battery occurred (B)(6) 2022 19:00:00, (B)(6), 2022 02:00:00, (B)(6), 2022 02:10:00. The adapt tool does not list any insulin pump errors that could potentially trigger a critical insulin pump error whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. The internal battery passed the internal battery esr measurement test. In summary, the customer¿s report of replace battery alerts was not confirmed but that of power loss alerts was confirmed during testing. The insulin pump error is due to a problem isolated to the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.